Event description:
A vague report was received from the customer that fluid leaked from the primary tubing. The site of the leak was not provided. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.